Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold and while attempting repositioning, the device tip kept slopping and moving in the atrial appendage. The device was retrieved and its implant abandoned. There were no patient consequences.